Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported receiving the following blood glucose results while testing the patient using the acchuchek inform ii meter (serial number (B)(4)). (B)(6). The result of that test was 5.9 mmol/l. The same lot of strips was used, however, the customer is not sure if the same vial was used for all of the tests. The controls that were done at 3:00 am passed. The point of care person gathered 2 vials of strips off the unit and ran controls while on the phone. The controls passed on the first vial. On the second vial, the controls passed. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned only the strips. The strips were tested in a retention meter with control solution. All of the returned results are within acceptable range. Retention strips of the complained lot were tested with a retention meter. All results fell within the acceptable ranges. The allegation, in this case, could not be substantiated.